Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The following are the results of samples taken on (B)(6) 2022: the biopsy channel tested positive for 120 colony forming units (cfu) of klebsiella pneumoniae ssp pneumoniae, the biopsy valve tested positive for 70 cfu of klebsiella pneumoniae ssp pneumoniae, and the water channel tested positive for two (2) cfu of unspecified germs. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. We are awaiting results of the hygiene microbiological investigation. The customer provided their cleaning, disinfection, and sterilization processes. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel, the auxiliary channel, the balloon channel, and the forceps elevator wire channel are also flushed. The detergent used for pre-cleaning is aniosyme x3 (non-olympus). The instrument/ suction channel, the suction cylinder, the instrument channel port, the balloon channel, and the distal end of the scope are manually cleaned with an asept inmed brush using aniosyme x3 detergent. The scopes are manually disinfected using aniosyme x3. The automated endoscope reprocessor (aer) used is a soluscope 4 (non-olympus), using soluscope cln detergent, and soluscope paa disinfectant. The scopes are stored vertically in a simple cabinet (no drying function). Olympus is the maintenance company for the scope. The scopes are sterilized daily using anioxyde 1000. The aer was also tested for microbiological contamination; however, the test results were not provided. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - light guide rod lens (1x) cracked - objective lens scratched - bending section rubber glue separated - connecting tube coating peel off - connecting tube shakiness - bending tube angle return - scope body discoloured - scope body cracked - switch box unit scratched - key top 1 collapsed - universal cord buckles - scope connector cover damaged - electrical connector unit contact pin corroded however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no germs detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.